Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus australia & new zealand (oaz) made conscientious efforts, but was not able to obtain information about the reprocess method from the user facility. Olympus medical systems corp. (Omsc) confirmed the result of the device evaluation, but could not identify any defects that could affect the occurrence of the reported event. Similar events have occurred in the past at the user facility. The exact cause of the reported event could not be conclusively determined. Based on the following investigation results, omsc was unable to determine the relevance of the reported event to the device. -as a result of the microbiological testing performed after the reprocessing by the user facility, bacterial growth was confirmed. -the reprocessing process carried out at the user facility is unknown. -oaz did not perform microbiological testing on the device and could not confirm whether the reported phenomenon was reproduced. The instruction manual states the possibility of infection by insufficient reprocessing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the device. [First time; (B)(6) 2021] pseudomonas sp. (57 cfu). [Second time; (B)(6) 2021] pseudomonas aeruginosa (10-100 cfu). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. The insulation resistance value at the distal end did not meet the standard value due to the chipped distal end cap. Due to wear of the angle wire, the upward angulation did not meet the reference value. The adhesive of the bending section rubber was scratched. The universal cord buckled. There was a pinhole in remote switch 1. The right/left angulation control knob was deformed. The right/left angulation control knob was not locked. The insertion tube was deformed. The suction connector case unit was deformed. The air/water cylinder and suction cylinder were deformed. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.